Manufacturer narrative:
Suspect medical device: three coils were received together in the same box assigned to this complaint. There was no information within the box as to which coil belonged to which device. This coil was assigned to this event. The concerto coil was received with 2 other concerto coils, and evaluation of the device was completed. As received, one implant coil returned in a contradictory condition to the original reported event. The coil was found stretched on with the polypropylene filament broken and already detached from the pushwire. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator were found to be intact. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted based on received devices, the number of devices returned, and for additional complaint detail, however; it could not be determined which concerto coil belonged to which event. We were unable to determine the cause of detachment of the implant coil. It is possible that the movement of the coil against the reported resistance likely led to the stretching of the implant coil. It is also possible that pushwire became bent and the implant coil subsequently detached from the pushwire during shipping back to medtronic for evaluation, as the bend in the pushwire and the implant coil detachment were not reported at the time of the event. All coils are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received information that during the index embolization procedure of 50+ mm right internal iliac artery, via crossover annulation from the left femoral, the concerto coil was stuck inside the catheter lumen. Non-medtronic coils were used and the procedure was complete. No patient injury was reported. The coil returned to the manufacturer for evaluation and was found to be stretched and detached from the pushwire.